Event description:
It was reported that the patient was referred for a lead revision due to high lead impedance and a prophylactic generator replacement. The surgery took place on (B)(6) 2015. The lead impedance value returned to normal limits after the full revision surgery. The lead is not expected to be returned for evaluation as the hospital keeps the explants and then usually disposes of them. No additional relevant information has been received to date.